Event description:
At the request of the customer an annual pm inspection was done on the 9600 system. It was identified that the batteries were weak and the wig-wag brake was not holding. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed the annual pm inspection as requested. The malfunctions associated with the batteries and wig-wag brake was confirmed. Parts were ordered and will be replaced upon receipt. It is expected that once replaced the system will function as intended. Outside the identified issues, the system was performing as intended. If additional information identifies other issues, they will be reported as required.